Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, excessive no delivery test, and displacement test. The device was unable to prime during prime test due to faulty force sensor resistor. No unexpected motor alarm noted during bolus and or basal delivery. The motor was tested outside the device and passed. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
The customer's wife reported that the insulin pump's husband stopped working while he was out of the country. Customer stated insulin pump alarmed motor error during bolus delivery. Troubleshooting was done. Customer's blood glucose was high. Customer stated has been using syringe and kept changing infusion sets but it was not working at all. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).